Event description:
It was reported that the pacemaker device and this right ventricular (rv) lead exhibited a lead safety switch due to high out of range pacing impedance (greater than 3,000 ohms) and over-sensing of noise on the right atrial (ra) channel and right ventricular (rv) channels. The ra lead commuted in unipolar with sensitivity fixed 0.75 mv. Noise over-sensing in unipolar configuration, due to myopotentials and compromising bradycardia support. This rv lead revealed noise being over-sensed by the device since (B)(6) 2017. A technical service (ts) consultant reviewed device data, and provided recommendations for lead integrity testing, pocket manipulation, threshold test at a different posture, x-ray imaging. The device and lead remain implanted. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5153275.